Event description:
Customer reported that the pump was experiencing alarm 30 while in use. There was no adverse impact to the customer's blood glucose level. The pump, which was under warranty, was replaced by technical support, and in the meantime, the customer used an insulin pen as a backup.